Event description:
On may 15th, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that some calibrations were entered right after a gap of sensor data but there was no clear evidence of system malfunction. Customer care recommended that the user re-link their sensor to clear the calibration history and any possible calibration misalignment as a proactive troubleshooting measure. Further follow-up or investigation was not possible as the user was unresponsive to multiple communication attempts. Per dms review, the user was using the system with up-to-date information.